Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer had delivered multiple boluses prior to the low. Customer consumed carbohydrates to address the bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.